Event description:
Customer complained that the tests done by their quality agency found differences in hounsfield values when drawing an roi between the images on the CT part of the gemini scanner, on the pet/CT/host (ebw), and on the ebw nm.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).